Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 230mg/dl. Troubleshoot for the no delivery alarm was conducted, and insulin did exit. The customer also states receiving button error alarm. The customer was not able to troubleshoot at the time. The customer was advised to monitor the device and call back if issues arise or if alarm returns. Nothing is being replaced or returned at this time.